Manufacturer narrative:
Title: retrospective comparison of clinical and economic outcomes of non-donor patients undergoing radical nephrectomy using one of two different linear stapler technologies for transection of the renal vessels: fixed-height gripping surface reloads vs variable-height reloads. Source: medical devices: evidence and research 2022:15 317¿328 accepted: 5 august 2022 concomitant product: unegiatri- unknown egia tri staple, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 1 october 2015, and 31 december 2020, which compared outcomes of patients who underwent radical nephrectomy using variable-height tri-staple (vhts) vs fixed-height gripping surface (fhgs) reloads for transection of the renal vessels. The reload were used in the vhts group to transect the renal vessels. A competitor stapler was used in the fhgs group. There were 2952 patients in the fhgs group and 795 patients in the vhts group.  Data was extracted from administrative records of over 700 us hospitals. Complications were identified by diagnostic codes and included: intra or postoperative hemorrhage and hematoma. Bleeding was controlled with an open approach, percutaneous approach or a percutaneous endoscopic approach.  Blood transfusions (8.1%), conversion from minimally invasive to open procedure (1.5%) and 30-day inpatient readmissions (6%) were reported.